Event description:
It was additionally reported that no further action would be performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the submitted log file confirmed driveline faults as well as low speed and pump stop events. Although a specific cause for these findings could not conclusively be determined through this evaluation as the device remains in use, based on previous experience with the heartmate ii left ventricular assist system (lvas) and similarly reported events, the log file findings appeared to be consistent with potential driveline wire compromise. The submitted log file contains events and data from (B)(6) 2023. Intermittent driveline fault alarms were captured throughout the file. Electrical continuity data recorded in the log file during the driveline faults revealed a potential issue with the green wire of the driveline. Several low speed and pump stop events were also captured throughout the duration of the file, while the system was supported by battery power. No other notable events were captured. The account communicated that the issue was discussed with the patient and doctors and the patient refused to have a driveline repair or pump exchange. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A and the heartmate ii patient handbook, rev. C are currently available. The heartmate ii IFU, as well the heartmate ii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These documents state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The IFU and the patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured driveline fault alarms throughout the event history. The green wire showed intermittent continuity. There were also 53 pump stops and 46 low speed advisories between (B)(6) 2023 and (B)(6) 2023. The patient had a history of short to shield that matured to phase to phase and was affecting multiple wires. There were also several low flows and driveline disconnects.